Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. Conclusion: review of the files received did not reveal any abnormal pacemaker behavior. Due to atrial arrhythmia, the pacemaker switched in fallback mode on (B)(6) 2013 and was still in fallback mode upon device interrogation on (B)(6) 2013. Therefore, atrial arrhythmia was ongoing at the time the reported loss of consciousness occurred ((B)(6) 2013). Additionally, during the follow-up of (B)(6) 2013, the ventricular sensitivity value was increased from 6mv to 10mv, which should avoid the recurrence of the noise oversensing issue (associated with v pacing inhibition) observed in one episode dated (B)(4) 2013.

Event description:
The pacemaker involved in this report was already recorded under the MDR reference 1000165971-2013-00006 ((B)(4)). Due to loss of consciousness of this pacemaker-dependent pt on (B)(6) 2013, a follow-up was performed on (B)(6) 2013. According to the physician: no device anomaly was noticed at that time; device memories do not bring any information related to the loss of consciousness of (B)(6) 2013; the loss of consciousness would rather be related to a vagal syndrome origin. Reportedly, the ventricular sensitivity was reprogrammed to a higher threshold and a 24-hour holter ECG was performed (its results are not available). Analysis of the files received did not reveal any abnormal pacemaker behavior. Due to atrial arrhythmia, the pacemaker switched in fallback mode on (B)(6) 2013 and was still in fallback mode upon device interrogation on (B)(6) 2013. Therefore, atrial arrhythmia was ongoing at the time the reported loss of consciousness occurred ((B)(6) 2013). Additionally, during the follow-up of (B)(6) 2013, the ventricular sensitivity value was increased form 6mv to 10mv, which should avoid the recurrence of the noise oversensing issue (associated with v pacing inhibition) observed in one episode dated (B)(6) 2013.